Event description:
During an in-clinic follow-up, episodes of undersensing resulting in inappropriate automatic mode switch were observed on the device. The device was reprogrammed to resolve the event. The patient was stable.